Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed on (B)(6) 2021. As reported by the patient's attorney, the patient claimed to have suffered the following injuries as a result of the implantation: pelvic pain, back pain, failed sling, urinary tract infections, dyspareunia, dysuria, incontinence. The patient was also reported to experience pain and suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury, and the required medication.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2021, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4).

Manufacturer narrative:
Blocks a4, a6, b2, b3, b5, b7, h6: patient codes and impact codes have been updated based on the additional information received on june 21, 2023. Block b3 date of event: date of event has been updated to (B)(6) 2021, based on the information that the patient experienced symptoms immediately after the implant surgery. Block e1: this event was reported by the patient's legal representation. The implant and revision surgery surgeon is: dr. (B)(6). Block h6: imdrf patient codes e2006, e1301, e2330, e1310, e1405, e1002, e1309, e2326, e1906, e0506 and e1304 capture the reportable events of mesh exposure in the mid urethra, dysuria, pain, urinary tract infection, dyspareunia, abdominal pain, urinary retention, cholecystitis, pelvic infections, vaginal bleeding, and urgency. Imdrf impact codes f1202, f1204, and f1905 capture the reportable events of physical impairment and permanent physical injuries, and mesh excision surgery.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a cystoscopy + robotic assisted hysterectomy with bilateral salpingectomy + tension free vaginal sling procedure performed on (B)(6) 2021 for the treatment of severe dysmenorrhea, chronic pelvic pain and stress incontinence. Findings showed the uterus was noted to be adenomyotic and patient had urethral hypermobility. The procedure was completed with no complications. Patient tolerated the procedure well and was in excellent condition. As reported by the patient's attorney, the patient claimed to have suffered the following injuries as a result of the implantation: pelvic pain, back pain, failed sling, urinary tract infections, dyspareunia, dysuria, incontinence. The patient was also reported to experience pain and suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury, and the required medication. On (B)(6) 2021, the patient came to the office complaining of nausea, diarrhea, pelvic pain, abdominal pain, and dysuria. Patient stated she had had diarrhea once a week and abdominal pain which she thought was precipitated by a pelvic sling. Physical examination revealed abdomen appeared normal, bowel sounds normal, moderate abdominal tenderness in the suprapubic area and left lower quadrant. Differential diagnosis included cholecystitis and irritable bowel syndrome. The patient's symptoms have markedly improved after treatment and the patient was discharged. Physician documentation reported the patient had leukocyte esterase 1+. On (B)(6) 2021, patient stated the sling was exposed. Had some pelvic infections and had been put on estradiol cream. She would like to have another gyn evaluation. On (B)(6) 2021, the patient had to undergo mesh excision surgery due to vaginal mesh exposure. It was discovered during the procedure that there was a 1x2cm area of exposed mesh on the right side of the mid urethra and was then excised. In a physicl therapy session on (B)(6) 2022, it was reported that the patient was told her urethra was strained. She had pain in pelvic floor and abdomen immediately after the implant surgery. Another physician noticed that the sling was exposed. She then had revision surgery in (B)(6) 2021. The patient had a new pain after that within a week including low back and bilateral lower extremities. Pain goes along posterior leg to toes. She had a fall in (B)(6) 2022 in which she did the splits and hurt her knee. Back and leg pain did not change. Incontinence frequently throughout the day without provocation. Could happen with stress or urge or nothing at all. Felt like she can't full empty her bladder. Burning at urethra with urination daily. History of irritable bowel syndrome and swings back and forth between diarrhea and constipation, more often diarrhea. Pain with bowel movement. Difficulty emptying even with urge. Fecal incontinence since before the implant surgery. History of clostridium difficile and helicobacter pylori. Patient could feel it with movement, cough and sneeze. Patient reported current symptoms including pelvic pain, trouble or pain when urinating, painful sexual intercourse and incontinence have become more predominant since her surgeries. Irritable bowel syndrome was added as medical condition of the patient. Additionally, due to symptoms, the patient had difficulty sitting, driving, walking the stairs, housework, yardwork, work, dressing, pushing, pulling, lifting, bending, squatting, toileting and sexual function. The patient also reported other pain such as pain with bowel movements and pain during pelvic exam. At work, she was unable to sit for a long period of time, bending, and lifting cause pain. She presented with limited hip range of motion, weakness of core and hips, abdominal content restrictions, and postural dysfunction. Lastly, the patient's treatment included manual therapy, therapeutic exercise, therapeutic activities, neuromuscular re-education, self-care, gait training, dry needling, modalities - e-stim for pain, edema and/or muscle soreness, modalities - hot pack/cold pack, modalities - iontophoresis, modalities - ultrasound and patient education - hep, posture I body mechanics education. Home exercise program was developed. The patient was seen 2 times per week for 8 weeks, for a total of 16 visits.

Manufacturer narrative:
Blocks a1, b3, b5 and h6: patient codes and impact codes have been updated based on the additional information received on march 14, 2023. Block b3 date of event: date of event was approximated to august 2, 2021, the date revision surgery was performed. Block e1: this event was reported by the patient's legal representation. The implant and revision surgery surgeon is: (B)(6). Block h6: imdrf patient codes e2006, e1301, e2330, e1310 and e1405 capture the reportable events of mesh exposure in the mid urethra, dysuria, pain, urinary tract infection and dyspareunia. Imdrf impact codes f1204 and f1905 capture the reportable events of physical impairment and permanent physical injuries, and mesh excision surgery.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a cystoscopy + robotic assisted hysterectomy with bilateral salpingectomy + tension free vaginal sling procedure performed on (B)(6), 2021 for the treatment of severe dysmenorrhea, chronic pelvic pain and stress incontinence. Findings showed the uterus was noted to be adenomyotic and patient had urethral hypermobility. The procedure was completed with no complications. Patient tolerated the procedure well and was in excellent condition. As reported by the patient's attorney, the patient claimed to have suffered the following injuries as a result of the implantation: pelvic pain, back pain, failed sling, urinary tract infections, dyspareunia, dysuria, incontinence. The patient was also reported to experience pain and suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury, and the required medication. On (B)(6), 2021, the patient had to undergo mesh excision surgery due to vaginal mesh exposure. It was discovered during the procedure that there was a 1x2cm area of exposed mesh on the right side of the mid urethra and was then excised.